Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a red alert was identified via remote patient monitoring. Review of device data revealed that this pacemaker and right ventricular (rv) lead triggered a (B)(6) 2018 lead safety switch (lss) and (B)(6) 2022 red alert via remote patient monitoring due to high out-of-range pace impedance measurements greater than 2,500 ohms. Additional information received reported that the rv lead was fractured, and the pacemaker was programmed to aai. This pacemaker system remains in service. No adverse patient effects were reported.